Event description:
A high flow warmer (ranger) was set up for blood product in a trauma. When infusing ffp and blood product the air chamber on two warmer's exploded causing product to spill to the floor. Manufacturer response for high flow blood warmer, ranger 3m (per site reporter) no response back yet.